Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. As a result, this rv lead was surgically abandoned and successfully replaced. Other, than the procedure, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).